Event description:
The hosp reported that during a endoscopic vein harvesting procedure, the c-ring broke off the vaso view hemopro and fell into the pt. The piece was retrieved through the original incision. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no non conformance recorded in the lot history. There are no other similar complaints reported against this batch. Specific actions for this failure mode are being managed and documented in the maquet CAPA system. (B)(4).